Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 28 days post implant of this 27mm aortic bioprosthetic valve, the patient was being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported as aortic stenosis and mild aortic insufficiency. Subsequently one month later the patient's aortic valve was explanted and replaced with a bioprosthetic valve of a different model. No additional adverse patient effects were reported.